Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported the patient developed ischemia during impella support. Actions taken to resolve are unknown. No further information was provided.

Manufacturer narrative:
The investigation for the reported limb ischemia issues has been completed. The impella device has not been returned for evaluation.the cause of the limb ischemia was not determined due to insufficient clinical details. As noted in the impella IFU: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.